Manufacturer narrative:
The field service representative found the rinse station tube was split and repaired it. A test of the system, calibration, and qc were acceptable. It was confirmed that no additional issues were reported since the rinse tube was replaced.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer had an issue with qc results and received questionable patient results for ca2 calcium gen. 2, magnesium, and albumin over several days. Of the data provided, only the calcium results for two patient samples were discrepant. The samples were retested on another cobas 8000 c 702 module and the results better matched the clinical picture of the patients. Patient 1 initial result was 0.69 mmol/l and the repeat result was 2.43 mmol/l. On (B)(6) 2017, patient 2 initial result was 0.86 mmol/l and the repeat result on (B)(6) 2017 was 1.78 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 221425 with an expiration date of 31-may-2017. The provided calibration data was acceptable, but the provided qc data showed a bias. Review of the provided analyzer alarm trace found frequent errors indicating issues with the sample pipetting. After qc was out of range, the customer noticed crystallization on reagent. The reagent was replaced and the qc improved. The field service representative found the sample probes were not being washed correctly and he made adjustments.